Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
The following product identifier was provided however, the dates of usage was not indicated therefore, the product will be reviewed in the plant's three month retrospective review: granuflo 2325 3k2.5ca 0.75mg 15.5 gal. This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-04322 and 1225714-2014-04323.